Event description:
It was reported that the right ventricular (rv) lead had high thresholds in the bipolar configuration and undersensing in both the bipolar and unipolar configurations. Low bipolar pacing impedance was also noted which lead to unipolar pacing and sensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. (B)(4).